Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("endometrial implants in the posterior cul-de-sac"), pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included night sweats. Concurrent conditions included fibromyalgia. Concomitant products included sertraline (zoloft) for depression as well as aripiprazole (abilify), buspirone hydrochloride (buspar), duloxetine hydrochloride (cymbalta), intrauterine contraceptive device (paragard) from 2007 to 2009, pethidine hydrochloride (demerol), tizanidine and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain;"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("severe abdominal cramping/lower abdominla pain"), ovarian cyst ("ovarian cysts"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine pain ("pain uterine area") and the second episode of dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (firefly ablation of endometrial implants), surgery (underwent a bilateral salpingectomy during both of her fallopian tubes were removed.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, abdominal pain, uterine pain and the last episode of dyspareunia outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, ovarian cyst, migraine, headache, vaginal discharge, alopecia and fatigue was resolving and the back pain, depression and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, uterine pain, vaginal discharge, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("endometrial implants in the posterior cul-de-sac"), pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included night sweats. Previously administered products included for an unreported indication: loestrin from (B)(6) 2013 to (B)(6) 2014, mirena from 2010 to (B)(6) 2012 and paragard from 2007 to 2009. Concurrent conditions included fibromyalgia. Concomitant products included sertraline (zoloft) for depression as well as aripiprazole (abilify), buspirone hydrochloride (buspar), duloxetine hydrochloride (cymbalta), intrauterine contraceptive device (paragard) from 2007 to 2009, pethidine hydrochloride (demerol), tizanidine and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain;"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("severe abdominal cramping/lower abdominla pain"), ovarian cyst ("ovarian cysts"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and uterine pain ("pain uterine area"). The patient was treated with surgery (firefly ablation of endometrial implants), surgery (underwent a bilateral salpingectomy during both of her fallopian tubes were removed.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, pelvic pain, menorrhagia, back pain, dysmenorrhoea, abdominal pain lower, ovarian cyst, migraine, headache, vaginal discharge, depression, anxiety, alopecia, fatigue, genital haemorrhage, dyspareunia, abdominal pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: received: historical drug and events outcome updated and dyspareunia event was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain;"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding"), ovarian cyst ("ovarian cysts"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy during both of her fallopian tubes were removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, vaginal discharge, depression, anxiety, alopecia and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("endometrial implants in the posterior cul-de-sac"), pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included night sweats. Concurrent conditions included fibromyalgia. Concomitant products included sertraline (zoloft) for depression as well as aripiprazole (abilify), buspirone hydrochloride (buspar), duloxetine hydrochloride (cymbalta), intrauterine contraceptive device (paragard) from 2007 to 2009, pethidine hydrochloride (demerol), tizanidine and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain;"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), ovarian cyst ("ovarian cysts"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine pain ("pain uterine area") and the second episode of dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (firefly ablation of endometrial implants), surgery (underwent a bilateral salpingectomy during both of her fallopian tubes were removed.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, abdominal pain, uterine pain and the last episode of dyspareunia outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, ovarian cyst, migraine, headache, vaginal discharge, alopecia and fatigue was resolving and the back pain, depression and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, uterine pain, vaginal discharge, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received- reporter information, patient details, other relevant history, product information, concomitant drugs, events- abnormal bleeding (general), dyspareunia (painful sexual intercourse), abdominal pain, pain uterine area, painful sexual intercourse, endometrial implants in the posterior cul-de-sac were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.